Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that he did meter to lab comparison tests, side by side, within ten minutes. His reading (capillary) was 113 mg/dl and the lab test (venous) result was 170 mg/dl. He did not have any symptoms. No control testing was reported. The lifescan rep reviewed qc procedures and meter to lab comparisons with the reporter.